Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional information is available.

Event description:
It was reported that a channel error 240.4145 occurred.